Manufacturer narrative:
The customer returned a sample under associated pr # (B)(4), which included one sample of material 2420-0007, lot 25085128. This does not match the reported issue for this complaint, pr # 13952200, material 2426-0007, lot 25105329. There is no sample returned for investigation for this record. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
"IV tubing broke at the top of the stretchy section that goes into the pump while the rn was priming saline.". No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.